Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a prolapsed anterior. It was noted that positioning the clip was difficult due to an aortic hugger. The clip was inserted, but after several grasping attempts, one of the grippers was observed to be unable to raise. Therefore, the physician decided to remove the clip and replace the clip. It was noted a chordal rupture occurred. One clip was successfully implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis. The reported positioning failure of inability to grasp the leaflets could not be replicated in a testing environment as it was related to patient/procedural conditions or operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue appears to be related to the gripper line break; however, the investigation was unable to determine a conclusive cause for the gripper line break. The inability to grasp appears to be procedure condition due to the a-p trajectory. The reported patient effect of tissue injury was due to multiple grasping attempts. Tissue injury is listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to address the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.